Event description:
Boston scientific crm received information that during a patient follow up, it was discovered that this device displayed the estimated longevity as being more than 5 years. However, at the last follow up the estimated longevity was one year. No adverse patient effects were reported. The device was successfully explanted but will not be returned for laboratory analysis. Prior to explant, a memory download was performed and sent to boston scientific technical services (ts) for evaluation.

Manufacturer narrative:
The data was reviewed by the boston scientific engineering team and it was discussed that a math error in the longevity calculation occurred in the programmer that resulted in the estimated longevity to be more than 5 years. This can occur when the device is nearing the elective replacement time (ert), which is the case with this particular device. No additional information is available and laboratory analysis cannot be conducted as the device was not returned. If any additional information does become available, this report will be updated.